Event description:
It was reported that the patient, shortly after a pacemaker check, had onset of tiredness and lethargy. The pulse rate was 40-45 and the patient presented to the hospital. The device was not able to be interrogated. It was noted that at the previous check several weeks earlier the average projected device longevity was 16 months. The device was explanted and replaced. No further complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.